Event description:
It was reported that the pt experienced a surging and overstimulation sensation. The pt's stimulation was turning off. The scheduled therapy and/or cycling was not programmed. The lead impedance measurements were normal. The company representative has no add'l info. Further info is being requested from the hcp.